Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One integrity rx bare metal stent was attempted to be used to treat a lesion with an occlusion. No calcification was present. There was no damage noted to the device packaging. There were no issues removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that stent deformation occurred during positioning. The device was withdrawn from the patient after resistance was felt when advancing the device. Stent struts were seen to be deformed. The procedure was completed using driver bare metal stent. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. A kink was evident on the inner causing deformation to the 13th and 14th distal stent wraps with struts stretched and raised. No deformation was evident to the distal tip. Image review: image 1 shows stent, the stent appears to be positioned correctly between the marker bands. Deformation is evident to the mid portion of the stent. Image 2 shows a portion of a shelf carton. The lot number on the shelf carton corresponds with the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.